Event description:
The field engineer reported that the steering was very hard. There is no report of pt or staff injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The steering assembly was replaced. The system was then found to be operating as intended.